Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from the hub of the device in 75 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2026. Investigation summary: bd received 9 samples(1 used and 8 unused) and 3 photos for investigation. The photos were reviewed and show a device with blood leakage in the barrel and on the wings. Additionally, the 1 used customer sample was subjected to visual inspection for leakage. The sample failed testing as there was leakage present. However, the specific location of the leakage could not be determined since the sample was used. Furthermore, the 8 unused customer samples were subjected to sleeve function testing using 10 tubes per needle. All the samples passed as there was no evidence of damage to the device or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is able to confirm the customer's reported failure mode of leakage during to injection/blood/urine collection based on the used customer sample testing results and he photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from the hub of the device in 75 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka; d.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.